Event description:
Customer's mother reports that customer has experienced blood glucose versus sensor glucose issues. She states blood glucose was 60 mg/dl and sensor glucose was 36, for a difference of 50%. Customer treated blood glucose with juices. Customer was not available to troubleshoot. Mother was advised to monitor issue. No further information provided.

Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.